Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot#: n211946007, implanted: (B)(6) 2009, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative (rep), healthcare provider (hcp) regarding a patient who was receiving dilaudid (hydromorphone) (15 mg/ml at 2.4 mg/day) via an implantable pump for non-malignant pain. It was reported that the patient experienced a decrease in pain relief at some point after their pump replacement on (B)(6) 2022. It was noted that the patient was a poor historian. The hcp opened the pump pocket on (B)(6) 2022. The catheter was noted to be disconnected from the pump. The catheter was reconnected and aspirated. Therapy resumed. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was listed as "alive - no injury."

Manufacturer narrative:
Continuation of d10: product ID 8709sc lot# n211946007 serial# implanted: (B)(6) 2009. Explanted: product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6) 2022 rtg0371324 (hcp): additional information was received from the healthcare provider (hcp) regarding patient information. It was reported that the patient went to the emergency room (ER) and was told that the pump was "leaking". The hcp clarified that she thinks the catheter came disconnected and apparently it was then revised and the dose and/or drug might have been changed.

Event description:
Additional information received from a healthcare provider (hcp) was received, which indicated that, a month following a pump replacement, the patient went to the emergency room (ER) with overdose symptoms and leakage from the pump site. The patient had a catheter revision on (B)(6) 2022 and was diagnosed with a catheter disconnection from the pump. The reporter inquired about the disconnection and leakage of fluid into the pump pocket and if the leakage could have come from any other part of the pump. Following the catheter revision, the patient's pump site became yellow, crusted over, and swollen. The reporter was concerned of a possible infection and planned to contact the managing physician.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, lot# n211946007, implanted: (B)(6) 2009, explanted: product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc , serial/lot #: (B)(6) , ubd: 2011-06-23, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.